Event description:
This system was returned witout oos documentation from funeral home and cremator center. Per the funeral home director, this patient expired of arteriosclerotic heart disease. The exact date of death was not provided. Lumos vr-t, MDR 1028232-2009-00346.